Event description:
In 2008, kerr corporation received a letter in which a doctor alleged that pfm crowns placed with maxcem on four different patients had fallen off.

Manufacturer narrative:
The doctor reported that when the patient returned with the crown that had fallen off, there was some decay on the tooth. The doctor extracted the patient's tooth and the patient is currently waiting for a dental implant placement. The actual device involved in this incident was returned to kerr corporation for evaluation. The returned device and retain sample were tested for adhesive strength test, and results were found to be within specifications. This is the fourth MDR report of the four incidents reported. This is the final report.